Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(4) 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported was cardiopulmonary arrest. Related to manufacturer report #: 2183959-2014-37978.